Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer would reset the pump and if needed would resort to an alternate method of insulin delivery. No reported impact to the customer¿s blood glucose level..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.